Manufacturer narrative:
Combination product: yes. 07-may-2024 additional describe event or problem: after additional correspondence with the local staff, it was clarified that after the actual complaint event the affected device was used for training purposes during which the stent was separated from the balloon outside of the patients body. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and has not been inflated. However, dried contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of negative pressure. It was clarified that the affected device was used for training purposes by the hospital staff after the actual complaint event during which the stent was separated from the balloon outside of the patients body. The stent was not returned for analysis. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and has not been inflated. However, dried contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of negative pressure. It was clarified that the affected device was used for training purposes by the hospital staff after the actual complaint event during which the stent was separated from the balloon outside of the patients body. The stent was not returned for analysis. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree: 90 percent) in the severely tortuous mid lad. Despite pre-dilatation, the lesion could not be crossed with the device.